Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of insulin pump was frozen. The customer¿s blood glucose level was unknown. Customer was not calling back after installing a new battery and monitoring the insulin pump for 2 hours and frozen display was recurred. Customer stated that there was no response from any button. Customer stated that the time clock did not advance. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No frozen screen, blank display or button error alarm noted. Device time/clock moved. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected off no power noted during testing.